Event description:
Additional information reported that the reported issue was first observed on 03aug2022. The account reported that the pump was typically used in a classroom setting, in water or dry. It was noted that the pump was run dry at the time of the event on 03aug2022 and was running normally prior to the noise occurring. The pump was disconnected from power within a minute of the noise occurring and the noise continued to occur any time the pump was powered after.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: evaluation of the returned demo pump confirmed the report of a loud noise and difficulty rotating. It was reported that the pump had been running dry during a talk when it began making a loud noise and overheated. (B)(6) was returned with the pump cover loosely secured and the inflow cannula finger tight. Examination of the returned demo pump confirmed scratch marks on the pump rotor and rotor well, consistent with the rotor spinning against the side wall. Upon connecting the demo pump to a test controller, the rotor did not levitate and began spinning against the side wall, resulting in the reported loud noise. The event log file retrieved from the demo pump showed that the date and time had not been set on the system controller whenever the pump was in use. Therefore, the review could not conclusively establish when the captured events occurred. However, the log file showed multiple instances of normal pump operation followed by increases in rotor displacement, indicative of contact with the side wall, and elevated bearing current, indicative of the pump attempting to correct the rotor displacement, were captured. These events appear consistent with something making direct contact with the rotor. The final time this sequence of events occurred, the resulting sustained increase in current draw caused the pump temperature to increase to 126 degree c and the rotor spinning against the side wall. These events appear consistent with the sequence of events reported to have occurred on 03aug2022. The observed elevation in current and temperature appeared to damage the internal circuitry of the motor, resulting in the pump being unable to levitate the rotor and the rotor spinning against the side wall during all subsequent attempts to operate the pump captured in the log file and observed during lab testing. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturing transaction history notes that (B)(6) was moved into the demo area following the completion of the assembly and testing steps documented in (B)(4). The reported event is related to demo product and there was no patient involvement. The hm3 functional demo kit does not ship with an IFU or handbook. The hm3 IFU rev. C provides information on preparing, running, and priming the pump. This section warns to never operate the hm3 lvad in air, as this will immediately damage the device. Liquid must always be present in the pump for proper function. The IFU warns to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate 3 demo pump made a loud noise and overheated. When connected to power, the pump made a loud noise as if the rotor could not center and rotate.